Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The setup joint (suj) was returned to intuitive and failure analysis testing was completed. The reported issue was confirmed but not replicated. Logs were reviewed, and error 31199 was found. Error 25730 was also found, along with communication link error 40084 thus confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected. The unit was also installed on a testing platform where it passed all relevant tests with no log errors. As a result of these findings, failure analysis concluded that the acu pca is consistent with the reported problem and considered the potential root cause.

Manufacturer narrative:
A log review was performed and revealed that the procedure was performed with one arm disabled. A field services engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The proximal setup joint and several cables were replaced and then the system was tested and confirmed to be working as expected. Intuitive surgical, inc. (Isi) received the setup joint for failure analysis testing, but the testing has not yet been completed.

Event description:
It was reported that a recoverable fault was occurring on universal surgical manipulator (usm) 2. The customer had performed a hard power cycle on the patient side cart (psc) and the vision side cart (vsc) prior to calling. The system started up with no errors and the customer was continuing with the case.